Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. The patient was hospitalized for four days and discharged after the nephrologist stated the patient was "in a better state". The day after discharge, the patient passed away. The cause of death was unknown and further reported as "sudden death". It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing before death and at the time of death. No additional information is available.